Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending section glue is separated, light guide rod lenses cracked, protector is damaged, connecting tube has snakiness, the charged coupled device cover lens external surface has several tiny scratch marks apparent on the monitor screen, switch button 1 rubber worn, and angulations are out of specifications. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a bubble during the examination, and foam at the end of the final rinse. There was no report of patient harm or user injury associated with this event. During inspection and evaluation, the nozzle is clogged by a non-organic amalgam of fibrous material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a fibrous foreign material clogged in the air/water channel - however, the material in the channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of handling of the device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.